Event description:
Event: intervention to remove broken device. Case details: during removal of the device from the pt, the jacket guard became stuck in the limb and separated. The broken piece was retrieved using the doddering technique. The pt is fine.